Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).